Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved contributed to the adverse events described in the article? If yes, provide details of event and specific suture product type. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for the ethicon devices used?

Event description:
It was reported in a journal article that the patient underwent a partial mastectomy defects reconstruction/ conventional breast-conserving surgery on unknown date between 01/2007 and 06/2013 and the absorbable adhesive barrier was placed between the sagging breast skin and the pectoralis muscle fascia and fixed with absorbable anchoring sutures above the pectoralis muscle. Following the procedure, the patient possibly experienced wound infection that resolved with simple wound dressings or fat necrosis that mimicked breast cancer but was confirmed by needle biopsy. It was also reported that these postoperative complications were alleviated by meticulous handling. Additional information has been requested.